Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to high blood glucose. The customer's wife reported that she wanted to return all their sensors for a refund because the sensors no longer work. The customer's wife reported that the sensor suspended and the customer did not know it. The customer¿s blood glucose level was 500 mg/d at the time of the incident. The customer's wife declined to troubleshoot further.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.